Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation prior to routine device change out procedure, multiple episodes of ventricular noise reversion episodes resulting in pacing inhibition were observed. The patient was asymptomatic to the event. The lead was capped and replaced on (B)(6) 2019. The patient was in stable condition.